Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately low compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue began at an unspecified time on (B)(6) 2015 when she obtained a blood glucose reading of 104mg/dl using the subject device which she felt was low compared to her feelings and/or normal results. The patient stated that she manages her diabetes using novolog and levemir insulins (dose not provided) and continued with her usual diabetes management routine after the alleged meter issue began. The patient reportedly experienced symptoms of dizziness and throwing up an unspecified amount of time prior to the alleged meter issue. The patient stated that she was hospitalized on (B)(6) 2015 where her blood glucose was measured using a laboratory device with a reading of 1023mg/dl. The patient stated that she received hcp treatment of insulin 12 units off and on over the period (B)(6) 2015 in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing and the test strips were not expired. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient was reportedly hospitalised and received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.